Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a company representative regarding a patient who was receiving baclofen 2000 mcg/ml; 466 mcg/day via an implantable pump. Indication for use was intractable spasticity and cerebral palsy. The date of the event was (B)(6) 2017. It was reported the patient was in the office on (B)(6) 2017 for a routine pre-operative catheter check prior to the routine pump replacement in (B)(6) . The catheter was patent. When the hcp updated the pump with a priming bolus to fill the catheter volume only back up, the pump did a reset. A critical alarm was heard and confirmed by telemetry; low battery reset occurred; reset occurred; safe state occurred. Per the event logs, the pump reset occurred at the time of the priming bolus update. The hcp updated the pump back to the simple continuous dose of 466mcg successfully. The hcp then tried to update the pump again with a priming bolus and the pump reset again. If hcp did not do a priming bolus and was able to leave the pump in a simple continuous mode it would take approximately 15 hours to fill the catheter back up with drug. No symptoms were reported. The patient may be admitted for observation due to the sudden dose change from 466mcg to 12mcg. On (B)(6) 2017 the pump was replaced. The pump will be sent back for analysis. No further complications were reported.